Manufacturer narrative:
No product will be returned per customer. No investigation was performed. Although requested, patient demographics not provided.

Event description:
It was reported that the maxplus extension set leaked in the ER. There was no harm.

Manufacturer narrative:
Supplemental created to revise e3 to nurse and revise e2, g.3 to yes/healthcare professional.

Event description:
It was reported that the maxplus extension set leaked in the ER. There was no harm.